Event description:
During an endoscopic clipping procedure, the physician used a triclip endoscopic clipping device. During use, the handle spool separated. However, the clip was deployed successfully. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Our evaluation of the returned device confirmed the report as it was described. The spool portion of the handle has separated. The endoscopic clip was not returned for evaluation. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusion: the information provided indicated the user did not reconnect the sheath extender to the handle with the luer lock. The instructions for use for this device advise the user to connect the sheath extender to the handle with the luer lock after exposing the clip. A separated handle can occur if the luer lock is not properly connected to the handle after exposing the clip for deployment. This is likely a contributing factor for this observation. Handle separation can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented to reduce occurrences of handle separation for the tri-clip endoscopic clipping device. This product was manufactured prior to implementation of this corrective action. No additional corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. Customer quality assurance will continue to monitor for complaint trends.